Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheostomy tube flange split while in use at the patient's home. The split in the flange resulted in the ties becoming unconnected from the tube. Upon noting the incident, the mother of the patient removed the tracheostomy tube and inserted a new one. . The tracheostomy tube had been in place for 7 days prior to the event. The event occurred during a weekly tube change. The patient could not breathe without the tracheostomy tube in place but was not ventilator dependent. Twill tape and a marpave tracheostomy tube holder were used. The patient underwent alternating day tape changes. No permanent injury occurred. See MFR 3012307300-2016-00114, 3012307300-2016-00115, 3012307300-2016-00191